Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the mid left anterior descending coronary artery (mlad). The 3x38mm xience sierra drug eluting stent (des), was prepared per the IFU, advanced and deployed in the target lesion without issue. After balloon deflation and during removal of the stent delivery system, the balloon would not release from the stent and appeared to be pulling the stent. Troubleshooting was performed and on the fourth attempt to remove the delivery system, the balloon released and the delivery system removed, leaving the stent in place at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.